Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device exhibited elective replacement indicators (eri), and the rep was unable to interrogate the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.